Manufacturer narrative:
(B)(6).

Event description:
It was reported that the patient received both inappropriate high voltage therapy and delayed high voltage therapy. The patients reported experiencing unconsciousness and seizures due to delayed high voltage therapy. It was reported that the lead was fractured and was explanted.